Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operative an hand surgery for a flexor tendon repair zone 2 in the little finger, during the revalidation of the patient 3-4 weeks after the surgery the flexor tendon ruptured again and the suture broke. The patient will need a extensive new surgery to repair the flexor tendon. A 2 stage flexor tendon reconstruction. The patient will be readmitted to the hospital due to the device malfunction. There was unanticipated tissue loss and tissue damage due to device issue. The incision was extended by more 1 inch, due to device problem.